Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The consumer reported a return of symptoms that was occurring daily. When the patient felt the pain return, they were sitting watching tv. It was noted the patient had just finished recharging and had the therapy off during the recharge and after. But on the morning of the report, the stimulation was turned back and the patient was still experiencing pain. There were no traumas, falls, medical tests, or environmental exposures that could have been related to this issue. The patient checked the device with the patient programmer and it showed the stimulation was on. The patient had the ability to charge stimulation and had changed parameters on his own multiple times and wanted to return to the clinician settings. Initial settings were a- 1: 1.40v, 2: 0.90v, 3: 0.80v and the patient was helped to navigate to the clinician settings which were a- 1: 1.20v, 2:0.90v, 3: 0.80v. Trying to increase or decrease stimulation if medically appropriate did not resolve the issue. Patient services had the patient try increasing a single program and the patient did not notice any change in stimulation unless he tilted his head back. It was noted the patient had an appointment with the healthcare provider (hcp) to program the implantable neurostimulator (ins). There was a sudden change in symptoms of pain in the feet and legs. This was the same pain the patient was implanted for. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider reported imaging was obtained related to the issues and the device was reprogrammed. The cause of pain and the return of symptoms was unknown.